Event description:
This issue has been identified several times in the past with different patients. This specific event: patient in labor on fetal monitor started to have doubling of fetal heart rate when patient was 9cm . Baseline fhr 130 bpm with doubling to 230 bpm sporadically. Mother's o2 saturation confirmed her heart rate to be in the 80s.